Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available to stryker.

Event description:
The manufacturer became aware of a post market clinical follow-up (pmcf) from strasbourg university hospital france. The title of this report is ¿analysis of the t2 recon nail used with the antegrade locking mode¿ which was released in june 2018 and is associated with the t2 recon nailing system. Within that report, postoperative complications/ adverse events were reported, which occurred between january 2014 and november 2017. Based on the available device and patient information and a review of complaint handling database it was revealed that the events have not been reported by the hospital or by the author of the report, therefore 15 complaints were initiated retrospectively for different adverse events mentioned in the journal. This product inquiry addresses implant breakage. One (case ID 20) out of 3 cases. The pmcfr states: ¿in 3 cases (case (B)(6)) breakage of the material occurred. The breakage was situated on the locking screws and never on the nail itself. In the first case (case (B)(6)) it was a gunshot fracture at the distal part of the femur (open gustilo 3c) in a (B)(6) years old man. This patient was epileptic and was also hard drug user. The screws broke after 2 months and were exchanged 2 month later. The fracture healed without further problems.